Event description:
It was reported that the patient had an urethroplasty with the artificial urinary sphincter (aus). The aus cuff was explanted and replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.